Event description:
A patient who underwent a x-stop procedure on ti x-stop device implanted at level l2-l3 in 2008. It was reported that the following january, the patient saw a dermatologist for an allergic reaction. The dermatologist concluded that the reaction was caused by either a blood disease or a possible allergy to the x-stop implant. No definitive information regarding the causation of the patient's reaction has been determined.

Manufacturer narrative:
Device not returned. Follow up conversation with company representative.